Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: the root of the jaw broke in half upon squeezing the handle to set the suture on the tissue. The tissue was not particularly thick. There was add'l tissue resection and another device was used to continue the procedure. There was unanticipated tissue loss. There was no unanticipated tissue damage. There was no bleeding of 500cc or more. The operating time was extended by less than 30 mins.

Manufacturer narrative:
(B)(4)